Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their child's insulin pump malfunctioned and had to go to the hospital. However, customer's blood glucose was unknown at the time of incident and was unknown if their hospital visit was related to high blood glucose levels. No further information was given.